Event description:
Doctor reported that patient in (B)(4) study was hospitalized for five days due to fever. This record for the left side device.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) /2012. Device labeling addresses the reported event of fever as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion. However, as we have been informed that the patient has had a prolonged hospital stay we are taking the precaution of reporting this event to you."